Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found the sensing coil was fractured close to the crimp sleeve to the connector coil as a result of fatigue.

Event description:
It was reported that the lead was defective. The patient received inappropriate therapy. Lead was explanted and replaced.